Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse tested both monopolar ports on the integrated electrosurgical generator unit (iesu) with instruments and cables from the customer and his own. The fse noted that the iesu had no communication with question marks during testing. The fse replaced the iesu to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the iesu for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, monopolar energy was not working intermittently. The surgical staff had replaced the green energy cable along with the instrument, power cycled the integrated electrosurgical generator unit (iesu), and moved to a different monopolar port; however, question marks appeared on the iesu, and monopolar energy was not working. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no related error/issue. The tse suggested to try another energy cable/external generator. The customer called back in during the same procedure to report that the issue was not resolved, and they had connected a force triad generator to continue with the procedure. There was no reported injury.

Manufacturer narrative:
The integrated electrosurgical generator unit (iesu) was analyzed and tested in normal mode with an in-house system. Failure analysis investigations confirmed and reproduced the reported failure during testing. Additionally, intuitive surgical, inc. (Isi) performed follow-up with the initial reporter and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The site continued and completed the procedure robotically.

Event description:
Refer to h10/h11 for follow-up information.